Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel process and power plug was replaced and the ps1 power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system powered itself down during a patient case. There is no report of patient injury.